Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report number: (B)(4).it was reported that the patient was admitted to the hospital's intensive care unit for a driveline infection. When a nurse attempted to change power sources from batteries to the power module, the bases for the white connector on the controller broke. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged strain relief on the heartmate 3 system controller (serial number: (B)(6)) was confirmed. A log file was downloaded from the returned heartmate 3 system controller (serial number: (B)(6)) with events spanning approximately 3 days ((B)(6)per timestamp). The drive line was disconnected on (B)(6) 2020 at 12:30:12 for a system controller exchange. There were no other notable alarms active in the log file. An image was submitted that showed the strain relief of the white power cable to have been pulled off the cable connector. The returned hm3 system controller was functionally tested and passed all tests. The controller was connected to a mock circulatory loop for an extended period of time without any issue. Upon further evaluation, the strain relief was pulled on and the reported event was reproduced. The white strain relief was easily disconnected from the white power cable¿s connector. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller power cables and power cable connectors for dirt, grease, or damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged strain relief on the heartmate 3 system controller (serial number: (B)(6)) was confirmed via the submitted image. The submitted image showed the strain relief of the white power cable to have been pulled off the cable connector. The system controller was not returned due to issues with exportation from the country of the event¿s origin and was therefore unable to be tested. Upon return of the controller, this complaint will be reopened, and the controller will be properly tested. Additional information provided on (B)(6) 2021 stated that issues exporting the heartmate 3 system controller (serial number: (B)(6)) have not been resolved yet. It is unclear when the controller will be available for further analysis at abbott labs. The root cause for the damage to the strain relief was due to user error while exchanging power sources. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller power cables and power cable connectors for dirt, grease, or damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number:(B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.